Manufacturer narrative:
Evaluation summary: due to the heat of gnd soldering in the ccd assembly process, the solder of the transistor on the sensor board was reheated, resulting in solder failure. It is probable that image noise was generated due to the load during use applied to the places where the solder was insufficient.

Event description:
Noise and blackout occur in the inspection image when the angle is applied. There were no injuries or leaks, and problems occurred within a few months of purchase. Since it occurred before use, there is no health hazard to patients and medical staff.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.